Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece was manufactured on october 29, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece would not oscillate when in the sculpt phase. The handpiece was switched out to complete the case. There was no patient harm.